Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor suspects the tip of the ptd cather was weakened at some point. The doctor attempted another pass of the device and met with little to no resistance. The tip of the ptd is embedded in the subclavian vein. The product tip was not retrieved.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor suspects the tip of the ptd cather was weakened at some point. The doctor attempted another pass of the device and met with little to no resistance. The tip of the ptd is embedded in the subclavian vein. The product tip was not retrieved.